Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate the customer's reported issue. A review of the event trace revealed several ¿xdcr flt¿ conditions and while upon power up of the ventilator. The alarm was both audible as well as visual. Further investigation revealed the ¿xdcr flt¿ was due to a malfunctioning analog board. With a good known test analog board installed, the ventilator passed an extended 114 hour run in test with the customer¿s settings without any unusual alarms and conditions. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions. With the good known test analog board installed the ¿xdcr flt¿ was resolved. Vyaire medical replaced the analog board to address the reported issue.

Event description:
It was reported to vyaire medical that while the patient was on the ventilator, the unit alarmed and displayed transducer fault. There was no harm associated with this event, the ventilator was switched out with no complications.